Event description:
Health professional reported: the access port from a lap-band device was explanted and replaced because of "port failure." After two fill appointments could not confirm restriction, the explanting doctor checked for a leak via barium swallow and x-ray. The port was explanted and discarded and will not be returned to allergan for product analysis.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was discarded after surgery. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product therefore, no analysis or testing can be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."